Event description:
It was reported that on (B)(6) 2025, a 5-4mm amplatzer duct occluder was selected for implant using a 6f non-abbott device. It was noted during procedure, that the occluder exhibited a cobra deformation when deployed. The deformed occluder as never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery sheath. The decision was made to recapture the 5-4mm amplatzer duct occluder and abort the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was not confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.